Event description:
It was reported during follow-up, false ams episodes were observed due to inappropriate rate response settings. Reprogramming changes will be completed during patients next follow up. The patient condition is fine.